Event description:
During a subfacial vein ligation the al326 was placed over deep sealed vessel and the instrument was completely fired. When pulled off vessel, the clip had not advanced over the vessel and malformed clip fell out of the jaws of the applier. Another applier was pulled from the same box and the same thing happened. Another device brought in by rep was then opened and functioned properly. There was no consequence to the pt. 2/14/97 the clips were retrieved from the pt.